Manufacturer narrative:
One device was returned for analysis. Visual inspection found a uso values do not increase or decrease. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged latch lock. As a result, the upstream occlusion seal, the latch lock, the uso, the cam sensor were replaced. All tests passed within specifications. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a constant "cassette not attached properly. Reattach cassette" alarm. There was no patient involvement.